Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's mother stated that the sensor came off while the patient was in the ocean and believed the sensor wire broke off. There was a small bump at the site of sensor insertion but no piece of the sensor wire was sticking out. The patient felt discomfort and was picking at the insertion site; patient's mother treated the area with neosporin and a band aid. On (B)(6) 2015 the patient was taken to the emergency room and an x-ray was performed. The x-ray did not display the sensor wire in the patient's skin. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site.